Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment of the peritonitis were not reported. On an unreported date, the patient was hospitalized for the event. At the time of the report, the patient outcome was unknown. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the cause of peritonitis was unknown. On an unreported date, the patient was treated with unspecified antibiotics (dose, route, duration and frequencies not reported) for peritonitis. One day after event onset, the pd catheter was removed and the patient was transferred to hemodialysis. On an unreported date, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.